Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown medication via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient's pump was malfunctioning and it either overinfusing, underinfusing, or both about 2 years ago. The rep stated that the hcp had performed two catheter dye studies but they were not able to see where the dye was going. The rep stated that they were not sure if it was an issue with the pump or catheter, or both but they suspected the catheter might be poorly connected. The hcp had decided to fill up the pump with saline at that time and programmed the pump to a minimum rate. The hcp now would like to permanently shut off the pump since the patient could not undergo an explant due to other medical issues. Per the rep, this patient was not able to have anesthesia so no one was willing to explant her pump. The rep stated that the patient was currently with him and the hcp and they all agreed that the pump should be permanently shut off. The pump off authorization form was to faxed on (B)(6) 2017. The pump off password was provided. No further complications were expected or anticipated.